Event description:
The facility reported that a patient had an above normal skin reaction. It was observed that the patient's plan was contoured such that tumor targets were near (2-3mm) skin level. No skin avoidance sensitive structure was contoured. The dose was accurately shown in the treatment planning system and was approved by the user prior to administration of radiation therapy.

Manufacturer narrative:
Tomotherapy requested copies of the patient's plan and subsequently conducted a review of the plan. The review included the patient's cumulative and planned fraction dose, prescription information, target tumor and region-at-risk contours, dose volume histogram and dose image. It was observed that the patient's plan was contoured such that tumor targets were near (2-3mm) skin level. No skin avoidance sensitive structure was contoured. The dose images indicated planned dose at skin level was approximately 4,500cgy. Therapy was terminated prior to reaching the full planned dose. Given the prescribed dose, treatment volume and treatment fraction schedule, skin reaction from radiotherapy would be a possible outcome. In addition, tomotherapy reviewed the exit detector data from the patient treatments, there were no signs of malfunction.